Event description:
It was reported the device displayed error code 1870 and had a broken reare case. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seals were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the reported error code was found in the history log and the rear housing was damaged. Root cause of the reported event is unknown. It is recommended that the defective motor and rear housing assembly be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Other text: b5) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.